Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported controller software - basal program issues.

Event description:
It was reported by the clinic that the patient could not activate the basal program 2 on their pod's controller. The patient reportedly started insulin again and was able to activate basal program 2. No impact to the patient's glucose level was reported. Additional information is being solicited. If additional information is received, a supplemental report will be submitted.